Event description:
It was reported that the subject device had an alarm sounded, the front panel turned off, and the airflow stopped. This issue was found after version update was implemented during a service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the led on the front panel went out, and e03 error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: to a failure in the pressure sensor circuit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.